Event description:
It was reported that upon receipt at the customer, it was noted that there was a hair in the pack. It was also reported that the device was not used on a pt and there were no adverse consequences as a result of this event. It was further reported there were no delays as a result of this event.

Manufacturer narrative:
The bur and packaging subject to this investigation was returned for eval. It was visually confirmed that there was a hair that measured greater than 0.8mm in length located within the flexible pouch, however, it was outside the internal bag, that contained the device. The manufacturing history records were reviewed, no issues were identified which may have contributed to the event. The root cause is undetermined.